Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016 there was a broken applicator needle. There was no report any injury or medical intervention. No additional event or patient information is available.